Event description:
An optiflux capillary dialyzer was noted to be leaking from the arterial header. The next day two more dialyzers were noted to be leaking; one was leaking from the arterial header, and the other one from the venous end. Two days after the initial leak, one more dialyzer was found to be leaking from arterial header. All arterial leaks were noted prior to the initiation of treatment, and the device with the venous leak was found at the end of the treatment. There was no patient harm as a result of these leaks and all of the leaking devices were from the same fresenius lot. All cartons from this lot were pulled and will be returned to the manufacturer.